Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to a piece of the lens was torn off in the cartridge while being inserted. There was no patient injury. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. A cartridge was returned and the tip was deformed. There was evidence of reddish residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector the foam tip plunger were not returned for evaluation.